Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Additional patient code: (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the patient experienced hyperglycemia with blood glucose >500 mg/dl with additional symptoms of polyuria, polydipsia and nausea. The patient reportedly did not receive any treatment over or above the usual routine of diabetes care and management. The reporter alleged all the keypad buttons on the pump were unresponsive. This complaint is being reported because the patient experienced serious injury associated with a button/keypad unresponsiveness issue.